Event description:
It has been reported to co that during the procedure the manometer was defective. Reportedly, upon inflation, the needle failed to go above 2 bars. It is unknown if the device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.